Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Upon failure analysis, no tears or damage observed of the tip cover, other than normal wear and usage of the tip cover. Tip cover was installed onto a monopolar curved scissors instrument properly. The tip cover did not fall off during in-house testing. Tip cover was removed without issue. The tip cover measured to specification. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the tip cover accessory fell inside the patient's abdomen. The tip cover accessory was retrieved. However, at this time, the root cause of the customer reported failure in unknown.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the tip cover of the monopolar curved scissors instrument fell into the patient. The entire tip cover was retrieved and a new tip cover was placed. The procedure was completed with no reported injury. On (B)(4) 2019, isi followed up with the initial reporter and obtained additional information. The tip cover was retrieved during the same procedure. The customer did not use electro lube on the instrument and the instrument was inspected prior to use. The tip cover fell off near the end of the procedure. There was no instrument collisions. The instrument was removed and installed a few times during the procedure. No x-ray was performed post procedure and there was no post-surgical complications.